Manufacturer narrative:
(B)(4). The device has been returned to the MFR for analysis. A f/u report will be sent when the analysis is complete.

Event description:
It was reported that the pt experienced an increase in symptoms. A pump motor stall was confirmed. The stall was noted in the event logs with no motor stall recovery recorded. The motor stall occurred on (B)(6) 2011; was not MRI related. The pump was replaced on (B)(6) 2011. The pump contained lioresal 2000 mcg/ml. The pt recovered without sequela.